Event description:
It was reported that during unpacking of the carotid wallstent, the stent had partially deployed and was damaged.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device found that the stent was partially deployed by 5 mm. The exposed distal stent wires were damaged. The inner pouch was also returned and had been opened at the top end. During analysis, it was possible to retract the outer sheath and deploy the stent without any issue. No issues were noted with the profile of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking of the carotid wallstent, the stent had partially deployed and was damaged.